Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. We have contacted the initial reporter to request add'l info and to request return of the device for eval if available. A MFR review was performed and found no evidence of a mfg related cause for the alleged event. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2005- the pt was implanted with multiple mesh including a bard flat mesh and a non-davol acellular collagen matrix to treat vaginal prolapse. The attorney's report alleges add'l medical/surgical treatment, nerve damage, permanent injury, defective device.